Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing diabetes ketoacidosis. Blood glucose level at the time of the incident was unknown. Customer stated that sensor kept losing a signal and reading are off by 50 to 100 points at times and although it was suppose to work for 1 week it never does. The insulin pump will not be returned for analysis.